Event description:
The cannula would not attach well to the syringe.

Manufacturer narrative:
F section completed by manufacturer. F13:manuafacturer did not receive a medwatch report. H3&h6:evaluation results:the returned cannula was clogged with dried viscoelastic and solution could not be pushed through to test the cannula's functionality. The returned cannula was removed and replaced with a cannula from the same lot. All functional test results were acceptable. The returned cannula's hub tabs are crushed and shredded from what appears to be over-tightening. The combined fit still appears to be functional, as the cannula cannot be easily pulled from the syringe.